Event description:
This lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2011 due to noise on the lead. The physician was (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).